Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6- the complaint device was received and inspected. The complaint can be confirmed. It was observed that the handle of the device was loose, and appeared to be detached from the internal firing mechanism. It was also observed that the implants were still inside the needle. The plastic sleeve which protects the needle is not deformed. It is possible that the surgeon did not insert the needle far enough into the tissue, therefore causing the implant to become stuck against the surface of the tissue. When the implant becomes stuck against the surface of the tissue, the implants will not deploy therefore is a potential root cause for the reported failure. When this occurs and the user continues to pull the trigger, excessive stress can cause the trigger to break. When the handle is broken the implants will not deploy therefore is also a potential root cause for the reported failure. However, given the information provided we cannot discern a definitive root cause for the issues experienced by the customer. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No nonconformances were identified for this part number, lot number combination per qlik query executed on (B)(6)2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is unknown.

Manufacturer narrative:
Additional narrative: additional pro-code: eob. UDI #: (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: j&j rep. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported by the affiliate via email that the truespan 12 degree peek had been inserted and needle was led through tissue, first implant could not be detached, because the device jammed. When pressed with more force, a crackling sound was heard, but implant still was not detached. Device was removed from knee. Surgery was completed with same like device. This report is 1 of 1 for (B)(4).